Event description:
It was observed that during the device evaluation, the subject device exhibited black water flowing out of distal end and the image was blurry after drying. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the foreign material was identified as endoscope lubricant molybdenum disulfide and the cause of the foreign material that remained in the device could not be specified. Based on the results of the investigation, the most probable cause of blurry image after drying was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.